Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.6, lab: 2.6. Pt therapeutic range 2.0-3.0. Nurse self test resulted 1.0 on current strips.

Manufacturer narrative:
Investigation pending.